Event description:
It was reported that shaft break occurred. The patient presented with chest pain and underwent percutaneous transluminal coronary angioplasty. The 85% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. A 16 x 2.50 promus premier select drug-eluting stent was advanced but failed to cross the lesion. Upon removal, it was noted that the shaft was fractured. The procedure was completed with a non-boston scientific device. No patient complications were reported.

Event description:
It was reported that shaft break occurred. The patient presented with chest pain and underwent percutaneous transluminal coronary angioplasty. The 85% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. A 16 x 2.50 promus premier select drug-eluting stent was advanced but failed to cross the lesion. Upon removal, it was noted that the shaft was fractured. The procedure was completed with a non-boston scientific device. No patient complications were reported.

Manufacturer narrative:
Promus select ous mr 16 x 2.50mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and microscopic examination of the bumper tip no issues. A visual and tactile examination of the hypotube identified a break on the hypotube shaft located at 108cm distal to the distal end of strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues.